Manufacturer narrative:
The device has been returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "we have a complaint from the field about disposable rigid handles for lumos lights with holes in the packaging, customer reported 7 handles with a hole in the same location."

Manufacturer narrative:
The device was returned for evaluation. Visual review of the samples confirmed the failure and it was determined that the pinching occurred during the forming process due to a loose forming tool that occurred during set up of this work order. The root cause is manufacturing error. If any additional relevant information is identified it will be submitted in a supplemental report.